Manufacturer narrative:
Investigation findings - 213 - no device problem was found. Vascutek ltd completed review of the associated manufacturing and sterilisation records for these devices; all records indicate that they were manufactured and processed as per specifications. Investigation conclusion - 4315 - cause not established - for the following reasons 1. The investigation conducted by vascutek ltd. Concluded that the device was manufactured to specification. 2. The reporting site tested the patient for signs of infection; none was found. 3. The reporting site indicated that some redness is still present at the wound but is not clinically significant. Wound healing is good and antibiotics have been stopped 4. Review of the supplied IFU booklet with this device type indicates that fever and localised inflammation of surgical sites are a known and expected outcome/adverse event associated with the implantation of gelsoft branded grafts. Vascutek considers this event as closed as no further investigation is possible. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.

Event description:
This event was reported via the panther study. Reported wound complications following implantation of a cardiovascular patch in the femoral area. The site reported possible infection despite negative test results by the sites lab testing.

Manufacturer narrative:
(B)(4).

Event description:
This event was reported via the panther study reported wound complications following implantation of a cardiovascular patch in the femoral area. The site reported possible infection despite negative test results by the sites lab testing.